Event description:
Physician was performing an "ep" study with four sheaths in place. When the nurse withdrew the sheath at the end of the case, this particular sheath snapped, leaving the remainder in the vein.